Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the prime test as a result of a loose drive support disk. The device was returned with missing end cap sticker.

Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 122mg/dl. Troubleshooting was performed, and the insulin pump was stuck in the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.